Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recw0270 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient, male, was diagnosed with brain metastases from advanced lung cancer and had a history of diabetes. Blood sugar balance was maintained by hypoglycemic drugs. On october 16, a catheter was placed from the right basilic vein in the upper extremity at bedside. The placement process went smoothly and the patient was conscious. On october 19, results of his blood routine and white blood cells were normal, with no thrombus. On october 22, the patient complained of pain in the right upper limb and the shoulder. A nurse found redness at the puncture site and gave routine maintenance care. On october 23, the catheter was removed due to fever, unconsciousness, and pus outflowed from the puncture site. Blood culture was performed, showing g-positive cocci infection. No blood culture was performed for the catheter. During the period from october 16 to 24, when the patient was with the catheter, he underwent radiotherapy at the head. On october 24, the patient was treated with antibiotics such as vancomycin and schupson. Pet scans showed fluid accumulation across the body. The medication continued until november 13 and abscess fluids were found in the lower extremities, hips and pelvic fluid. This patient died on november 21 due to cerebral hemorrhage and organ failure.